Event description:
The clinical user reported to in house biomed that the ECG leads have not been working. Upon further examination of the log files, biomed observed "device off" message and called for clarification. It was originally reported that the ECG leads not working was discovered while in use on a patient. A second defib device was used, so no delay in patient care or adverse patient impact was reported.